Manufacturer narrative:
H6: the initial reporter, a respiratory therapist (rt), advised ventec that they were not requesting a return authorization (RMA) for this device (as it pertains to this issue) at this time. The rt advised that they planned to have the patient perform a circuit test, and will exchange their ventilator for another one. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
A respiratory therapist (rt) contacted a ventec ventilation product support specialist to report that a device's tidal volume levels were zero. There was patient involvement associated with the reported event. The rt told the product support specialist that she had watched the patient breathing on the ventilator while asleep when she noticed that it was not registering any tidal volume. The rt advised that the patient was subsequently hospitalized and presented with increased co2 levels upon admission. No further information about the patient's status was provided.